Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a stroke occurred. In (B)(6) 2015, a left atrial appendage (laa) closure procedure was performed. A watchman® laa closure device was successfully implanted. At the 45-day follow up, there was no thrombus noted. The patient experienced a stroke within the last couple months. There were some residual problems with the patient's speech at the time of the stroke.